Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive up arrow button. The blood glucose reading was 85 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir window and cracked case near display window corners.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.